Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the medical staff had difficulty delivering the impella pump. During the delivery the heart manipulation caused newly patched ventriculotomy to bleed and multiple blood products had to be administered to the patient. The patient was sent to the ICU for recovery on the support with ECMO and the impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ this report is being filed as part of a retrospective review of historical records.